Event description:
It was reported that the event occurred while in the cath lab during use. The md inserted the intra-aortic balloon (iab) through the teflon sheath via left femoral without issue. While pumping the intra-aortic balloon pump (autocat2 wave) alarmed "purge failure". They checked the trigger which was okay and the helium tube was connected. As a result, they swapped out the pump for another pump with success and iabp therapy continued as planned. The clinical support specialist checked the pump and the pump alarmed again with purge failure. A third party service organization was informed and will check the pump. There were no pump strips generated for review. There was no report of pt death, complications or injury. No medical/ surgical intervention was required. There was an approximate 2 minute delay or interruption in therapy noted with no harm to the pt. The pt outcome is okay.

Manufacturer narrative:
(B)(4).